Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture, detachment of device and difficult to remove could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 12/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a angioplasty the pta balloon allegedly ruptured. Reportedly, the health care provider allegedly experienced difficulty removing the balloon and the catheter broke. It was further reported that a fragment of the catheter was removed using a snare and the remaining fragments remained in the patient. The current patient status is unknown.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported the device allegedly had catheter break and retraction issue. Patient current status is unknown.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of (B)(6) 2021. The correct g3 date is (B)(6) 2021. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. Per the reported event details, the target lesion was highly calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture, detachment of device and difficult to remove could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2023), g3, h6 (method). H11: b5, h1, h6 (patient, device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported the device allegedly had catheter break and retraction issue. There was no reported patient injury.